Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance trend on the rv (right ventricular) pacing lead was rising and beyond the expected upper range. It was noted beginning (B)(6) 2015, ventricular sic went up to 1324; non-physiologic oversensing was not identified on the electrogram (egm) and premature ventricular contractions (pvc) counter registered 37 single pvcs per hour and 36 runs of pvcs, which was likely incrementing counter. The analyst also commented beginning (B)(6) 2014, the rv pacing impedance measured 1159 ohms and continued to rise up to 4047 ohms by (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in impedance and during a follow-up appointment, high rv pace/sense impedance was observed, along with oversensing when the patient moved their hand. It was also noted there were high thresholds due to increased impedance, oversensing of sensing integrity counter (sic) and a lead fracture. The rv lead remains implanted, but out of service and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Further information was received, which indicated the rv lead was explanted and replaced. It was noted the "lead was severely damaged during the explant process." No patient complications have been reported as a result of this event.